Manufacturer narrative:
Three photos were provided which show the same view with slightly different lighting. The photos showed a single-piece multifocal toric lens in the eye. A narrow linear mark was observed which may be a scratch or a crack. The damage appears to be on the anterior optic surface. The damage is perpendicular the lens travel path. Damage to the anterior surface may be caused during loading by an instrument used to grasp the lens. Damage to the anterior surface may also be caused if a plunger override occurs. No determination can be made based on the photos. The handpiece and cartridge used were not provided. It is unknown if qualified products were used. The indicated viscoelastic is not qualified for use with company delivery systems. Root cause: the product investigation could not identify a root cause for the reported complaint. The lens remains implanted with no visual impact for the patient. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, physician noticed a square tear at 12-1 o¿clock midperipheral in optics. Additional information has been requested and received stated that the crack runs in l shape, patient vision is not bothered by it. No further information available.